Event description:
Pt had a tunneled right ij catheter for hemodialysis, placed in 2008. Post dialysis labs drawn from catheter using luer adapter vacutainer. During removal luer adapter snapped off inside catheter port. Surgeon and staff unable to remove manually. Pt to or for surgical exchange of catheter.